Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing confirmed the reported problem of the door not opening and closing intermittently. To resolve the communication issue, the representative replaced the viewing station computer, imaging system computer, interface (umbilical) cable, the 8 port ethernet switch, the pleora box, the lvds cable, and the power switching board. After replacement, the imaging system then passed the system checkout and was found to be fully functional. The ethernet port, ethernet switch, viewing station computer, imaging system computer, and lvds cable were returned to the manufacturer for analysis. The components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The interface (umbilical) cable was returned to the manufacturer for analysis. Testing found that the interface (umbilical) cable failed bench testing and gbit testing. Indicating a problem with both cat 5 cables. The cable did pass continuity testing. This indicated an electrical failure due to the failed gbit test and 100t testing. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, the door on the imaging system would not operate. Initial troubleshooting was performed by restarting the system which resolved the issue. There was no patient present when this issue was identified.